Event description:
Procedure type: vats. According to the reporter: the reload fired but the staples did not form properly and did not approx the tissue. Slightly more tissue was resected to compensate for the misfire on the stapler. The surgeon had to take a slither more tissue due to the misfire. Another reload was used with the same handle. The reload was of the same code and lot number. No harm to the pt. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).